Event description:
It was reported that thrombosis occurred. The patient was scheduled to undergo both cryoablation and left atrial appendage (laa) closure. Cryoablation was performed first under local anesthesia. During cryoablation, sudden hypotension was observed and transthoracic echocardiogram (tte) revealed hydropericardium measuring 2cm. The laa had been perforated resulting in cardiac tamponade. An apical puncture was performed to drain the pericardium and allow autotransfusion and the patient's blood pressure returned to normal. The level of hydropericardium did not decrease. Laa radiography indicated that lower lobe of the laa was leaking contrast. The physician then advanced a watchman access system and a 30mm watchman laa closure device was implanted to seal the perforation. The closure device was successfully deployed and released, but the perforation was still leaking contrast. The apical puncture remained and protamine and heparin were administered. Thrombus developed in the pericardium and cardiac tamponade occurred. The patient was transferred to surgery. A thoracotomy was performed where the physician noted blood sprayed from a crevice of the laa, so he established extracorporeal circulation first, then performed an laa excision and maze surgery; the laa was sutured. The patient was transferred from the ICU to the general ward after one week. The patient is stable. It was further reported that the physician believes the laa perforation occurred during cryoablation where the watchman access system and watchman delivery system were not used. The perforation was not related with boston scientific (bsc) products. For thrombosis, it was developed due to anticoagulation of protamine and heparin which were administered. It is not related with bsc devices.

Event description:
It was reported that thrombosis occurred. The patient was scheduled to undergo both cryoablation and left atrial appendage (laa) closure. Cryoablation was performed first under local anesthesia. During cryoablation, sudden hypotension was observed and transthoracic echocardiogram (tte) revealed hydropericardium measuring 2cm. The laa had been perforated resulting in cardiac tamponade. An apical puncture was performed to drain the pericardium and allow autotransfusion and the patient's blood pressure returned to normal. The level of hydropericardium did not decrease. Laa radiography indicated that lower lobe of the laa was leaking contrast. The physician then advanced a watchman access system and a 30mm watchman laa closure device was implanted to seal the perforation. The closure device was successfully deployed and released, but the perforation was still leaking contrast. The apical puncture remained and protamine and heparin were administered. Thrombus developed in the pericardium and cardiac tamponade occurred. The patient was transferred to surgery. A thoracotomy was performed where the physician noted blood sprayed from a crevice of the laa, so he established extracorporeal circulation first, then performed an laa excision and maze surgery; the laa was sutured. The patient was transferred from the ICU to the general ward after one week. The patient is stable.